Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the original shunt system from a different company was replaced except for the ventricular catheter. This replacement was conducted via v-p shunt at 120mmh2o. It was found that the abdominal catheter came off from the valve and the pressure could not be changed. As a result, the device was replaced to 82-3842.

Manufacturer narrative:
Please be advised that the product code is 82-3110 and not 82-3100 as previously reported. Upon completion of the investigation, the valve was tested for programming and failed the test. No occlusions were noted. The device was leak tested and failed the test. 2 small holes were noted near the distal connector. This could be due to a sharp or pointed object coming into contact with the silicone housing but this could not be confirmed. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.